Manufacturer narrative:
Section d4 and h4: additional information. Manufacturer's investigation conclusion: a direct correlation between the device and the reported elevated ldh level and hematuria could not be determined through this evaluation. The system controller log file submitted at the time of the reported event contained data from (B)(6) 2019 ¿ (B)(6) 2019 and showed that pump power generally remained stable in the range of about 5.5-7 watts; however, a few unsustained moderate elevations in power over 7 watts (peaking at 7.9 watts) were noted periodically throughout the log file, which were associated with moderate elevations in estimated flow peaking at 8.5 lpm. No atypical alarms were captured and the pump speed remained above the low speed limit without issue. The system appeared to be operating as intended. Multiple attempts were made to obtain additional information from the customer regarding this event; however, no additional information was provided and the complaint file will be closed accordingly. The patient remains ongoing on (B)(6) and no additional events have been reported at this time. The heartmate ii lvas IFU lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 4 years, 11 months. The investigation results will be provided in a subsequent submission.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient had increased ldh with blood in urinalysis and was admitted on (B)(6) 2019. The patient has been off anti-coagulation since may of 2016. The patient was hemodynamically stable and was on heparin drip decreasing ldh level. There is a plan to restart coumadin and the patient will be discharged once int therapeutic. The manufacturer's technical service representative reviewed the log file and observed elevated power and flow with pi trending slightly downward.